Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was unsure but thought that the lead not showing connectivity and lead dislodgement may have occurred during their move last year. Specific date was not provided. No further steps were taken by the patient to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient states that one of their leads " does not show connectivity" when a manufacturing representative (rep) checked the system. The patient was told by their managing health care physician (hcp) that they would need to have surgery to correct the issue but the patient elected not to have the surgery because the other lead is working fine. The patient suspects that they dislodged the lead. The patient also mentioned that the symptoms of back and hip pain have been worsening. It was noted that the patient had a heart loop monitor and would speak with their hcp regarding MRI compatibility. The patient stated that all issues began sometime during last week. The patient was implanted for spinal pain.